Event description:
Had a jp drain placed following a nephrectomy. When drain was removed it easily popped out. The end of the jp had only a small portion of white tubing present with a jagged end. Returned to surgery for removal.